Event description:
It was reported that the pt passed away while connected to the ventilator at home. Mom asked why the equipment didn't alarm. The sheriff's dept is now investigating the death.

Manufacturer narrative:
Na